Manufacturer narrative:
Product complaint # (B)(4). Occupation: lawyer. (B)(4). Investigation summary: no device associated with this report was received for examination. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient alleges discomfort, elevated metal ion, emotional distress, disability, and economic damages. Doi: (B)(6) 2007, dor: (B)(6) 2022, (left hip).

Event description:
Medical records received. Pfs alleges stiffness, limited adl, elevated metal ions, pain, emotional distress and anxiety.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary :updated 05-sept-2022. No device associated with this report was received for examination. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot :device history reviews for asr platform have shown no indication of deviations or anomalies with regard to material, manufacturing or inspection.

Event description:
After review as per record it reported that plaintiff was revised to address elevated cobalt and chromium levels. Operative note reported that there was a fluid in the knee little dark color but not excessive. Acetabulum had some destruction due removal of cup and osteolysis from adverse local tissue however was intact.

Manufacturer narrative:
Product complaint # (B)(4) investigation summary: no device associated with this report was received for examination. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: device history reviews for asr platform have shown no indication of deviations or anomalies with regard to material, manufacturing or inspection. `